Manufacturer narrative:
Upon reassessment of the reported event, it was found to have also been reported under MFR # 0001825034-2024-01782. Please refer to MFR #0001825034-2024-01782, for reporting going forward.

Event description:
Upon reassessment of the reported event, it was found to have also been reported under MFR # 0001825034-2024-01782. Please refer to MFR #0001825034-2024-01782 for reporting going forward.

Event description:
It was reported that the patient underwent a revision procedure approximately 4 months post implantation due to bone fracture. Surgeon is unsure as to when the bone fracture occurred. There is no additional information at the time of this report.

Manufacturer narrative:
(B)(4). D10: ep-200150, item name act artic e1 hip brg 28x44mm, lot # unk. G2: foreign: australia. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted